Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes .

Event description:
It was reported that on (B)(6) 2012, the patient presented with pre-op diagnosis of lumbar stenosis with grade -1 l4-5 degenerative spondylolisthesis and underwent l3-4 <(>&<)> l4-5 bilateral decompressive laminectomy with l4-5 lateral fusion using bone autograft and bmp. Per op-notes, ¿¿ the surgeon put bone down in the gutters bilaterally and then they put bmp impregnated sponges filled with bone and then covered that all with some additional bone graft bilateral ..¿ the patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.